Event description:
Report received indicated that the delivery system's inner (shaft) member separated in the vessel during a percutaneous transluminal angioplasty to the popliteal artery. The stent delivery system appeared normal when removed from the packaging and inspected before use. It was indicated that the product was prepped and used following the instruction for use (IFU). Access was made through the femoral artery/contralateral side. The vessel was very tortuous. The lesion was very calcified and predilated. A cross over technique was used and the stent delivery system (sds) was advanced. Due to presence of severe vessel tortuosity, a great deal of difficulty and resistance was experienced during the sds advancement. At one point it was necessary for the sds to advance further towards the target lesion for positioning; at which time the sds was pushed and subsequently the stent was positioned well in situ deploying thereafter successfully.

Manufacturer narrative:
When attempts were made to retrieve the sds, the system "froze" over the guidewire. Not wanting to lose the wire position at that point, the sds was not removed with the guidewire simultaneously; instead the sds was pulled back and at this time the delivery system's inner (shaft) member separated. Consequently, attempts to snare the separated portions were made only removing a couple of pieces. Therefore, the patient was moved to the operating room where a long piece was removed. The product was retrieved 100% from the patient. The remainder of the vessel was stented in the operating room and vessel flow is patent. The patient is doing well. The hospital is in possession of the device and the risk management department is evaluating the event. At the time the product was requested it was indicated that the product was locked down at the premises and not available. Additional information will be sent within 30 days upon receipt.